Event description:
A malfunction on the pump was reported, and there were no notable events leading up to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Although the malfunction had been reported multiple times and a fault ID was available, the customer declined a pump replacement and chose to attempt a software update later. Technical support assisted with resetting the pump and provided reset information, but the customer declined further assistance during supply change and insulin resumption.